Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: on (B)(6) 2021, cook received a complaint from saint pierre hospital in belgium stating that the metal stiffening cannula in an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter (ult7.0-35-25-p-5s-cldm-hc , lot 14119853) was difficult to remove from the catheter. The failure occurred during device placement. The entire device was removed and replaced without harm to the patient. A review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The customer returned one ult7.0-35-25-p-5s-cldm-hc with the metal stiffening cannula and blunt stylet fully inserted through the catheter. There is biological matter throughout. The stiffener is stuck in the catheter. The distal tip of the catheter and stiffener were manipulated, which released the stiffener. Upon the removal of the stiffener, a slight bend was present in the stiffener at approximately midpoint. There is no visible damage on the catheter. The catheter tubing was cut to obtain measurements. The catheter inner diameter and stiffener outer diameter measured within specification. Additionally, a document based investigation evaluation was performed. There are appropriate controls in place for this failure. The product IFU, [t_multi_rev5] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: precautions: ¿when inserting a stiffening cannula into a catheter with retention suture, hold suture during cannula insertion to avoid bunching or tangling of suture.¿ instructions for use: ¿under fluoroscopic control, perform standard techniques for placement of percutaneous draining catheters, either by seldinger access or trocar access. -once catheter is in desired location, remove any wire guides, trocars, or stiffeners, allowing the catheter to for its configuration.¿ how supplied: ¿supplied sterilize by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot and related subassembly lots records no related nonconformances. There is objective evidence the DHR was executed, and there are no additional field complaints on this lot. There is no evidence of nonconforming material in house or in the field. It was concluded that the device was manufactured to specification. Based on the information provided, the examination of returned product and the results of the investigation, the cause was traced to a component failure without a manufacturing or design deficiency. The appropriate internal personnel have been notified. Per the risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Initial reporter - customer (person): postal code: (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that the metal stiffener was unable to be removed from a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter during an abdominal abscess drainage procedure on an unknown patient. After punction with the needle, the wire was placed in good position and the drainage catheter was prepared with the stiffening cannula. Placement of the device was not possible, as the cannula was unable to be removed from the catheter. The physician then removed the cannula and catheter as a unit and placed a new drainage catheter to complete the procedure successfully. The patient did not experience any adverse effects due to this occurrence.